Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n209635, implanted: (B)(6) 2010, product type: accessory; product ID 8590-9, lot# n267255, implanted: (B)(6) 2010, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Additional information received reported the pump was refilled. The patient was trying to find a health care provider (hcp) that was closer. It was noted the patient was 5 foot 3, but shrunk because of her back and was about 150 pounds. At the time of the report the system was being used to deliver bupivacaine and morphine.

Event description:
It was reported that the patient's low reservoir alarm had gone off once before. It was noted that it was a year prior to report because her pump was low as "they" cancelled and had her come in later for her refill. The patient's pump was intended to infuse an unknown drug at the time of the event; however it contained morphine at the time of the report. Additional information was requested to determine if any patient symptoms were associated with the event and the patient outcome.